Manufacturer narrative:
The field service engineer determined that a wash station was not draining. The wash station was cleaned and the drain hole was cleared. Multiple mechanism checks were successfully performed. The wash station drain was confirmed to be draining properly. The customer successfully ran controls. For the last calibration performed on (B)(6) 2019, calibration signals recovered within expectations. There were no alarms on the calibration. Quality controls recovered within range, showing no indication of an instrument or reagent performance issue. Upon review of the alarm trace, abnormal sample aspiration alarms were observed. The investigation determined the issue was resolved by the service actions.

Event description:
The initial reporter stated that they received a discrepant result for one patient sample tested with the elecsys total psa immunoassay on a cobas 8000 e 602 module. The sample initially resulted with a psa value of 0.2 ng/ml and this value was reported outside of the laboratory. The sample was repeated on a second analyzer on 07/01/2019, resulting with a value of 99.98 ng/ml. The repeat result was believed to be correct. No adverse events were alleged to have occurred with the patient. The psa reagent lot number was 366540, with an expiration date of 03/31/2020.